Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had problem with insulin pump that it was no longer delivering insulin properly, when they prime the insulin pump the insulin squirts out and when they change the infusion set, they have multiple lows blood glucose from too much insulin. Customer stated that the insulin pump¿s back light did not work anymore, so it was very hard to read at night and they can not use it in the dark and down arrow button were hard to push down. Customer stated that the insulin pump did not currently in low battery status. Customer declined troubleshooting for low blood glucose, insulin squirting out and stuck button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.